Manufacturer narrative:
Data analysis: review of the imc log reveals 31 instances of impella position unknown (ipu) alarms, confirming the complaint of ¿console experiencing impella position unknown.¿ twenty-four of these alarms are classified as being due to low pulsatility (pulsatility.png), with the remaining 7 being attributed to ¿suction or ao-lv pressure decoupling¿ (decoupling.png). Reviewing the rt logs at the time of low pulsatility alarms reveals that these alarms occurred during periods of relatively low motor current pulsatility (rtlogpulsatility.png), while the rt logs for the pressure decoupling alarms show that these occurred during periods of lower overall ventricular pressure and relatively flat differential pressure measurements (rtlogdecouplingpressure.png). Reviewing all lt logs does not reveal any periods of mean pump flow falling as low as 0.6l/min at p-level 6 (ltlogplevel6all.png), but there are periods where it falls to approximately 2l/min while the mean motor current stays relatively consistent (ltlogplevel6zoom1.png and ltlogplevel6zoom2.png). Reviewing the rt logs for these periods it can be seen that the flow rate does dip as low as ~0.6l/m, however, these reductions were accompanied by corresponding overall reductions in instantaneous motor current (rtlogmotorcurrent.png). An rlfs request for the logs for the second console (ic1006) used in the case was submitted, but they are unavailable for comparison. Device analysis: an impella 5.5 was connected to the console and allowed to run for approximately 2 minutes at every p-level, 1 through 9. The same pump was then moved to a test console and this procedure was repeated. The rt logs for both consoles were compared side by side and the flow rates at each p-level were found to be consistent (flowcomparison.png). The analog output of the optical bench ccd array was inspected with an oscilloscope and no distortion was noted. The optical 5s parameters were tested using two different test cavities and were well within the specifications listed in pm procedure 0042-7309. The optical fiber in the blue pump receptacle was examined with a camera and was found to be extremely contaminated (receptacleprecleaning.png). It was cleaned with a one-click cleaner and re-examined and found to be much less dirty, though considerable debris/contamination remain on the cladding (receptaclepostcleaning.png). The console was opened and a general inspection for damage, loose cables/connections, etc. Was performed with no issues discovered. Root cause: while the complaint behavior is confirmed via log review, no problems were found with the console during investigation and it appears to have operated as designed. Corrective actions: before returning the console to the customer, the following actions are to be performed: replace the front panel optical connector (0042-2750) due to the presence of contamination that persists after cleaning. Perform a full functional check (0042-7316).

Event description:
The complainant reported a patient was implanted with an impella for mechanical circulatory support. During support, the console was experiencing an impella position unknown issue. Motor currents were flat with flows dipping to 0.6l/min at p6. An echocardiogram was completed bedside and confirmed adequate positioning. The decision made to swap consoles due to low flows experienced at times. It was reported that the procedure was successful and the patient was stable.